Manufacturer narrative:
Date of event is estimated. (B)(6). A patient had developed numbness in left arm, left leg and minimal weakness in right lower leg was reported to abbott. It was determined the patient inserted with a lead at the t1-2 level and added into their prodigy system that was inserted. As a result, the lead was removed from the epidural space and positioned subcutaneously. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken on (B)(6) 2023 during which the existing lead was repositioned. Therapy was restored post-surgery.